Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and had to change the infusion set out. The customer stated that they had high blood glucose of 587 mg/dl at the time of incident. The customer stated that the no delivery alarm did not recur during troubleshooting. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.